Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact on the customer's blood glucose level. The customer did not have a charger available to reset the pump initially. Technical support provided pump reset instructions and assisted the customer in resetting the pump. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issues reoccurred. The caller understood these instructions.